Event description:
Information was received indicating that during use, a smiths medical cadd cassette reservoir, underdosed medical fluid. The reporter indicated that previously, the underdose was observed in the product 6-7 times a week with an average underdose of 12-13 ml per medication however this time, 15-18 ml of average underdose per medication was noted in 4 days consecutively. No patient consequences were reported.

Manufacturer narrative:
One picture of a cadd cassette reservoir from part number 21-7302-24 was received for evaluation. From the picture, it could be seen that the luer was broken. The reported issue was unable to be confirmed, therefore the root cause is not attributable at the manufacturing process.